Event description:
It was reported that the customer went to the emergency room and was admitted into the intensive care unit with a blood glucose (bg) level in the low 900s mg/dl; cause was unknown. Customer gave a bolus via the pump and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was released from the hospital on 2/3/2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.